Manufacturer narrative:
The following fields were updated due to additional information: d10/d11: concomitant medical products: device available for eval?: yes. D10/d11: concomitant medical products: returned to manufacturer on: 1/4/2021. D.4. Medical device lot #: 20066405. D.4. Medical device expiration date: 6/19/2023. H.4. Device manufacture date: 6/19/2020. H.6. Investigation: one 82113e-0006 sample was received for investigation with residual fluid in the line, the spike was noted to be removed and had not been returned as part of the investigation. No packaging was received with the sample, however an analysis of the laser ID from the smartsite component indicates the affected lot number to be 20066405. A visual inspection did not identify any signs of damage or manufacturing defects which could have contributed to the customer's experience. The sample was subjected to functional testing by connecting a 50ml bd plastipak syringe from stock to the smartsite component and flushing with fluid. Flow resistance was identified upon the first flush attempt, however no occlusion was observed after disconnecting and securely re-connecting the syringe. The root cause of the customer's experience could not be determined in this instance, although an occlusion was initially identified during initial access attempts, no flow restriction was identified following re-connection. In this instance a definitive root cause for the temporary occlusion could not be determined, however it is possible that dried residual fluid had initially inhibited the smartsite from opening on connection. A review of the production records for lot 20066405 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although a definitive root cause could not be determined in this instance; bd are currently performing an in-depth investigation, CAPA# (B)(4), in order to identify if there are any potential manufacturing defects which may be contributing to temporary occlusions of this nature.

Event description:
It was reported that the v/nv burette set was blocked/occluded during use. The following information was provided by the initial reporter: "we have had a product fault with the burette 82113e-0006 the staff member was unable to inject fluid into the injection port".

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the v/nv burette set was blocked/occluded during use. The following information was provided by the initial reporter: "we have had a product fault with the burette 82113e-0006. The staff member was unable to inject fluid into the injection port".